Event description:
Synergy china registry it was reported that stable angina pectoris occurred. In (B)(6) 2022, the subject was presented with stable angina and was referred for cardiac catheterization and index was performed on the same day. The target lesion #1 was located in the ramus with 95% stenosis and was 10 mm long, with a reference vessel diameter of 2.25 mm. The target lesion #1 was treated with pre-dilatation and placement of a 2.25 mm x 12 mm synergy stent system. Post procedural residual stenosis was noted to be 0%. Post dilatation was not performed. The target lesion #2 was located in the 1st right posterolateral branch (rpl) with 90% stenosis and was 10 mm long, with a reference vessel diameter of 2.25 mm. The target lesion #2 was treated with pre-dilatation and placement of a 2.25 mm x 12 mm synergy stent system. Post procedural residual stenosis was noted to be 0%. Post dilatation was not performed. Five days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2023, the subject was diagnosed with stable angina pectoris and hospitalized on the same day for further evaluation and treatment of the event. Medication was given to treat the event. Eleven days later, the subject was discharged on aspirin and clopidogrel. At the time of reporting the outcome of the event was recovering/resolving.